Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation and instability.

Manufacturer narrative:
The complaint description states that following primary surgery on the (B)(6) 2016 for humerous fracture, the patient dislocated his delta extend prosthesis. The devices associated to the complaint were not returned for analysis. The x-rays were reviewed. The dislocation can be confirmed. There is no evidence of implant fracture or implant disassociation. The DHR analysis of the products code 130738209 and 130760138 was performed and did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the products code 130738209 lot 5245076 and code 130760138 lot 52720654. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary